Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the concerto coil self detached in the microcatheter. The coil was removed from the patient with a snare, and no additional surgical or medical intervention was required. There was no friction or difficulty during delivery, and no reposition or detachment attempts had been made. The coil was replaced, and the patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
H3. Product analysis findings: a concerto coil was returned for analysis within a shipping box; within sealed biohazard bag and within an opened concerto implant coil outer carton. There was no instant detacher returned with the device. The concerto implant coil was returned without the introducer sheath. The actuator interface was securely attached to the coupler tube. No evidence of mechanical detachment using an instant detacher was found at this location. The break indicator was found intact. This is indicative that a manual detachment was not performed. No bends or kinks were found with the concerto pushwire. The coin was found still against the lumen stop. The shield coil was found intact with the detachment stick no longer attached. The implant coil was already detached and not returned. Under the microscope, the outer jacket was removed to gain access to the coin. The coin was found to be damaged. The coin was measured in 3 locations. At 0.063mm the coin was measured to be ~0.0960mm and found to be out of specification. The coin was then measured at ~0.127mm it was measured to be ~0.0990mm and at ~0.275mm it was measured to be ~0.0910mm and were found to be within specifications. The lumen stop was found to be visually damaged. The lumen stop inner diameter (ID) was measured to be 0.0028¿ and found to be within specification per (0.00220" minimum - 0.0029" maximum). The retainer ring was found to be damaged (ovalized) and measured to be 0.0049¿ and found to be within specification (±0.0025). No other anomalies were observed. Based on the analysis performed, the customers report of ¿premature detachment¿ was confirmed; however, the root cause was unable to be confirmed. Possible causes for premature detachment are patient vessel tortuosity, coil not retracted in a one-to-one motion with the implant pusher during repositioning, or user advances the coil against resistance. The lot history record of the reported lot number has been reviewed. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.